Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a stone retrieval procedure on (B)(6) 2012. According to the complainant, during the procedure, inside the patient, that basket would not open. It is unknown if there was a stone present in the basket when the event occurred. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a stone retrieval procedure on (B)(6) 2012. According to the complainant, during the procedure, inside the patient, that basket would not open. It is unknown if there was a stone present in the basket when the event occurred. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed no residue present on the device. A visual assessment found that the introducer was on the proximal end of the outer sheath with the basket in the opened position. There was a torque mark present on the handle cap indicating the application of the torquing process, and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated; the basket would close and open without issue. The basket extended approximately 2mm from the distal end of the outer sheath when the handle was in the closed position, which meets specification. The basket and all basket wires were present and attached; however, one of the basket wires was broken at the distal knot. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, not confirmed. It should also be noted that the evaluation of the returned device, which found a basket wire broken from the distal knot, is a non-reportable event.